Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the imaging system's lift-and-shift mechanism was not working. They also noted that the site's physicist indicated the dose rate was not within tolerance. They did not have any more specifics on this claim. There was no patient present when this issue was identified. On site investigation was preformed and the field systems engineer was unable to replicate the reported lift-n-shift event. Dose levels were measured and it was discovered that the site presumed the dose rate was high due to measurements taken at skin level by the site (incorrect measurement). Also, it was discovered that the battery charger board was faulty. Replacement of the charger board resolved the issue. No further issues were reported. Analysis of the returned charger board confirmed the electrical failure as it failed bench testing due to no voltage output. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system's lift-and-shift mechanism was not working. They also noted that the site's physicist indicated the dose rate was not within tolerance. They did not have any more specifics on this claim. There was no patient present when this issue was identified.